Event description:
It was reported that, "patient complained of audible squeak."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional information was requested. If it becomes available, the evaluation summary will be submitted in the supplemental report.